Manufacturer narrative:
Unable to verify battery cap damage due to insulin pump received without the original battery cap. Insulin pump received with serial number label fading, end cap address label fading, scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, missing display window cover and minor scratched lcd window. No broken retainer noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the retainer ring was broke. The customer's blood glucose value was 13.6 mmol/l. The customer stated battery cap is damaged. The insulin pump will not be returned for analysis.